Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 36 and 48 hours, the site was hurting, red, warm, hard with a swelling of 10x5 in diameter. The patient, visited the emergency room (ER) where a nurse examined but no diagnose or medical treatment was provided. The patient was advised to continue cleaning and visit the doctor if it does not improves.